Manufacturer narrative:
The sample is being returned to the MFR however, has not been received to date. When the sample is received and investigation report has been completed, a supplemental report will be filed.

Event description:
It was reported that (B)(4) - "received unsealed packages." Devices not used on pts. No pt injury reported. Neuro clinic reported four (4) sterile devices of same lot number received unsealed condition. These four (4) devices reported on medwatch reports: 1320894-2010-00006; 00008; and 00009.